Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; b6; h2; h6. The additional information does not change the outcome of the previous investigation.

Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently, the patient was revised approximately 8 years later due to pain and elevated metal ions. It was noted during the revision, abundant synovitis was debrided, but no signs of metallosis or trunnionosis were identified. The head was removed and an active articulation construct was placed without complication. It was noted the patient continues to experience bilateral hip pain, which is better, but by no means gone. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4, g3; h2; h3; h4; h6. Reported event was confirmed with medical records provided. Review of the available records identified the following: patient presented with metal and elevated metal ions. Fluid tract noted to tunnel into the joint. No trunnion corrosion identified. No significant deformity or complication with the acetabular shell. Abundant synovitis debrided from the joint. Active articulation construct placed, initial shell and stem remain intact. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01558.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Visual inspection found scuffing and scratching on the outer radius of the head. The head remains assembled with the insert. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently, the patient was revised approximately 8 years later due to pain and elevated metal ions. It was noted during the revision, abundant synovitis was debrided, but no signs of metallosis or trunnionosis were identified. The head was removed and an active articulation construct was placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.